Event description:
The customer obtained multiple imprecise vitros phyt quality control results on a vitros 5,1 fs chemistry system. Values of 79.5, 98.14 vs. An expected result= 125.60 ug/ml and a value of 76.2 vs. An expected value = 116.70 ug/ml were obtained from the qc lot j1649 fluid. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that patient samples were affected and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained on a vitros 5,1 fs chemistry system. There is no evidence to suggest that a reagent related issue contributed to the event. An ocd field engineer performed service actions and replaced the immuno-wash fluid metering pump subsystem of the analyzer. Following these service actions, acceptable vitros phyt performance was observed. The investigation was unable to determine a definitive root cause. However, the most likely root cause of this event was concluded as instrument related.